Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent primary breast augmentation surgery with 550cc unspecified gel implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-11716 for the contralateral event.

Manufacturer narrative:
On december 02, 2022, mentor received additional information. The patient underwent removal on (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 04, 2022, received additional information. Mentor became aware that the date of implantation originally provided was incorrect. Follow-ups were conducted to clarify this information, but no alternate date was provided. As such, the date of implant has been removed from the file. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 03, 2022, mentor became aware that information was inadvertently omitted from the previous supplemental report. A discrepancy between the date of implantation and manufacturing date was observed. The implantation date was provided by the initial reporter as an estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 20, 2022, mentor received additional information. The patient's date of event was august 15, 2022. Mentor received the identity of the suspect device. Lot number: 1001693 catalog number: 3507550bc brand name: mentor memorygel breast implant UDI: (B)(4). Device manufacture date: 1/29/2004 expiration date: 1/27/2009. On october 24, 2022, mentor received the device for evaluation. On october 26, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was ruptured. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).